Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were issues with universal surgical manipulator (usm) 4. The customer encountered an error and was prompted to power cycle the system, but the system remained in self-test mode while an instrument was grasping tissue. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard power cycle and emergency power off (epo) of the system. The system powered back on and errored with error 25741 on usm 4. The tse had the customer disable armnet 4 and utilize the emergency wrench to release tissue from an instrument that was installed on usm 4. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the right hemicolectomy procedure was completed robotically with three usms after disabling usm 4.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and the reported issue was confirmed. A visual inspection was performed for physical damage and did confirm that the degrees of freedom (dof) 8 carriage motor drive disk was stuck and also popped off when depressed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
It was observed that the degrees of freedom (dof) 8 output disk can be pulled out completely from the main gearbox assembly. It was identified that the dof 8 gearbox was the root cause of the reported event.